Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower assembly needs to be replaced to address the issue. In addition of the above evaluation, system board, machine flow sensor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan (both fans), muffler assembly, dual limb cup, tubing kits (fio2, blower, board and low flow o2), main housing and rear housing needs to be replaced due to contamination, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.